Event description:
A physician reported about an intraocular lens (iol) stating during procedure there was a problem with the iol coating (the iol looked blue) after implantation. The surgery was completed without product replacement. There was no patient harm so far. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. No photo or video was returned. The root cause could not be determined for the reported anomaly that the lens appeared blue after implant. Not enough information was provided to complete the investigation. The issue was not reported at the time the surgery occurred. On (B)(6) 2025, the surgeon retroactively reported all company lenses from their surgical book. This covered a three-month period from (B)(6) 2025. This was a bulk complaint return involving products manufactured at two distinct company manufacturing sites. By having two distinct manufacturing sites with different production timelines, the complaints are not considered to be associated with a single, site-specific manufacturing factor. A photo or video confirming the individual complaints was not provided. The surgery was completed without product replacement. All product history records are quality reviewed prior to product release. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).